Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient on (B)(6) 2011 as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2004. On (B)(6) 2011, liver function test were recorded, and no symptoms were noted during the baseline biliary obstructive symptoms assessment. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure; however a sphincterotomy was not performed during the study stent placement procedure. The stricture was previously dilated with a plastic stent. The previously placed plastic stent was removed prior to the study stent placement. On (B)(6) 2011, a 10mm x 40mm metal stent was deployed in satisfactory position across the stricture. The stent was not covering the cystic duct. The subject was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6)2012, the patient underwent a per-protocol removal of their study stent. It was reported that difficulty was encountered in removing the stent due to proximal tissue ingrowth. A post stent removal cholangiogram revealed a partial resolution of the stricture. On (B)(6) 2012, the patient underwent a reintervention to treat the recurrent stricture and a new stent was implanted.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient on (B)(6) 2011 as part of the (B)(6) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2004. On (B)(6) 2011, liver function test were recorded, and no symptoms were noted during the baseline biliary obstructive symptoms assessment. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure; however a sphincterotomy was not performed during the study stent placement procedure. The stricture was previously dilated with a plastic stent. The previously placed plastic stent was removed prior to the study stent placement. On (B)(6), 2011, a 10mm x 40mm metal stent was deployed in satisfactory position across the stricture. The stent was not covering the cystic duct. The subject was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6), 2012, the patient underwent a per-protocol removal of their study stent. It was reported that difficulty was encountered in removing the stent due to proximal tissue ingrowth. A post stent removal cholangiogram revealed a partial resolution of the stricture. On (B)(6) 2012, the patient underwent a reintervention to treat the recurrent stricture and a new stent was implanted. **event clarification received on (B)(6) 2012** on (B)(6) 2012, the patient underwent a per-protocol removal of their study stent. A post stent removal cholangiogram revealed a partial resolution of the stricture. The clinical site reported that there was no device malfunction and no difficulty in removing the stent.

Manufacturer narrative:
Study: (B)(4). Foreign: (B)(6). The device was not returned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and the device was used per the (B)(4) study protocol. The clinical results of stricture reoccurrence such as cholangitis, mucosal hyperplasia, fever and pain are known complications associated with the use of this device, and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Manufacturer narrative:
(B)(4). Study: (B)(4). Foreign: (B)(6). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.